Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: no bleeding occurred. There was no damage on the tissue. The patient is stable. No negative comments from the surgeon. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic anterior resection, the device did not stop the activation although the activation button was released during use. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.